Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose with frequent lows and postprandial highs while using the ilet, despite announcing meals and using a dexcom alert set at 90 mg/dl to avoid going below 70 mg/dl. Symptoms included no reported physical symptoms during the events. Outcomes included a lowest glucose of 64 mg/dl for approximately 10 minutes that was corrected with oral glucose, and a highest glucose of 239 mg/dl for approximately two hours that the ilet subsequently reduced. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported, with the event characterized as hypoglycemia of unclear cause and a low glucose event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.